Event description:
Single prong retractor from the total hip kit was noticed missing a tip of the instrument, which was used on soft tissue of the patient. It was immediately taken off the field, bagged, and tagged.